Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the pigtail. Subsequently, the customer attempted to load a new cartridge but experienced resistance during the fill process. Reportedly, a syringe needle change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 169 mg/dl to 340 mg/dl.